Event description:
It was reported by the (B)(4) study team there was a left ventricular (lv) lead dislodgement, possibly due to a motor vehicle accident. It was also reported that there was high lead impedance. The lv lead was adjusted. It was later capped and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.